Event description:
Device beeping. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2018. The device was returned with the reported fault of ¿device beeping¿. The fault was confirmed during the investigation and was traced back to a short circuit between the cathode of the green status led and the cathode of the red status led. The short circuit had resulted in the device displaying a red status led along with a failure chirp despite no self-test fails recorded in the history log as per reported fault. The fault was replicated with use of a known good membrane and wire link.the status led¿s are tested during h017-014-104 final test. Therefore, it is concluded that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The short circuit was seen on the membrane. The fault could not be replicated with a new membrane fitted.the device was still able to deliver the test therapy sequence without fault during testing at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeping. There was no patient involved in this event.